Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, a sales representative reported via email that an ar-1322bcnf mini biocomposite suturetak was implanted in a patient past its expiration date. During the procedure, an anchor pulled out, requiring an increase in anchor size. Unfortunately, the only available options in the shelf inventory were expired, and the surgeon decided to proceed with implanting the expired device. This occurred during a metacarpal fracture/ucl procedure performed on (B)(6) 2025. Additional information was provided via email on 11/19/2025: the anchor that pulled out was an ar-1317ft nano corkscrew ft. The anchor was completely removed from the patient before proceeding to place the expired implant. This added an extra 5¿10 minutes to the case. Due to the extended case time, additional anesthesia was possibly administered, but the sales representative could not confirm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported event can be attributed to user error due insufficient fixation of the ar-1317ft nano corkscrew ft anchor, resulting in anchor pullout during the procedure. Contributing factors may include bone quality, misaligned insertion, and/or prying/leveraging the device during insertion. Though these could not be confirmed.